Manufacturer narrative:
(B)(4).the customer's meter (B)(4) was returned. Product testing on the returned meter did not confirm the reading complaint. All results were within specifications, the standard deviation was within specifications and no errors were observed during control solution testing. Some of the readings were present in the meter's memory log but not all were taken within ten minutes.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 24 mg/dl, 26 mg/dl, 29 mg/dl, 319 mg/dl and 34 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. It is to be noted that the customer reports not knowing if they washed their hands prior to testing. There was no report of death, serious injury or mistreatment associated with this event.